Event description:
New information noted that the lead also had insulation damage.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that atrial lead noise was observed prior to the procedure. The lead was capped on (B)(6) 2021. The patient¿s condition was stable.